Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to remove over the wire and then through the sheath. It was further reported that it was inflated and then deflated completely. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter returned for evaluation. During visual evaluation, it was noted the balloon catheter was loaded onto sheath. The catheter shaft appeared to be stretched proximally from the sheath. No other anomalies were noted to the luers and y-body. During functional testing, negative pressure was applied to the balloon and pulled proximally to remove the balloon from the sheath. Balloon was not able to be removed without causing further stretching of the catheter and bunching of introducer sheath. No further testing could be performed due to the condition of the sample. Therefore, the investigation is confirmed for the reported for the sheath removal difficulty as the device was returned with a sheath loaded over the balloon and attempts to remove it were unsuccessful. Also, the investigation is confirmed for the identified stretched as stretching was noted to the catheter shaft. However, the investigation is inconclusive for the reported guidewire removal difficulty as guidewire testing could not be carried out due to condition of the sample received. A definitive root cause for the reported sheath removal difficulty, guidewire removal difficulty and identified stretched could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to remove over the wire and then through the sheath. It was further reported that it was inflated and then deflated completely. The procedure was completed using another device. There was no reported patient injury.